Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Event date: unknown. This report is for an unknown quantity of unknown 6.5mm headless screws. Part and lot numbers are not available for reporting. Other number-UDI: unknown part number, UDI is unavailable. Initial date of implant is unknown. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 a patient had unknown quantity of 6.5mm headless screws removed and replaced with other 6.5mm headless screws due to subtalar fusion malunion. The initial date of implant is unknown. The procedure was successfully completed with no surgical delay. The patient¿s outcome was stable. Please also see related complaint, (B)(4), which addresses and reports an additional event related to this patient and revision surgery. This report is for an unknown quantity of unknown 6.5mm headless screws. This report is 1 of 1 for (B)(4).